Manufacturer narrative:
(B)(4). D10: 00596401652 - femoral component option size f right compatible with lps-flex prolong - 63897596. 00596404012 - articular surface size ef 12 mm height "use with plate 5 - 63758159. 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 63689664. 600-15-100 - cobalt g-hv bone cement 40gm - 266250. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial bilateral total knee arthroplasty. Approximately 1 year post-op, the patient developed right-sided pain and tibial loosening was noted both on xray and intra-operatively. Subsequently, the patient was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial bilateral tka was completed. The patient developed right sided knee pain and loosening was noted on the x-ray. A revision occurred where the tibial and femoral component were revised. The tibial component was found to be grossly loose intra-op as well. No complications were noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4; b4; b5; b6; b7; d2; g1; g3; g6; h1; h2; h6 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3. The event is confirmed. Office notes were provided and confirm patient was experiencing pain, effusion and tibial loosening leading to revision. The synovasure was negative for infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b4; b5; b7; d2; e1; g1; g3; g6; h1; h2. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.